Manufacturer narrative:
This lead remains implanted; therefore, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced muscle stimulation and high capture threshold. Subsequently, the patient underwent surgical intervention and the lv was abandoned (i.e., it remains implanted but is no longer in service). A new lv lead was successfully replaced with good measurements. Additionally, the physician also replaced the old cardiac resynchronization therapy defibrillator (crt-d) device with a new crt-d device to prevent infection. No additional adverse patient effects were reported.